Event description:
A (B)(6), male, pt, called zoll customer support to report that his monitor screen was white and it wouldn't power up. The pt was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (white screen, won't power up) was confirmed. Upon investigation the monitor was unable to fully power up. The cause of the failure was isolated to cracked bga connectors on the digital signal processor (u500) on the monitor c/a board. The root cause for the cracked bga solder joints could not be positively identified but was likely excessive stress on the monitor c/a board. No adverse event results from the damaged u500 component. The pt received a replacement monitor.